Manufacturer narrative:
Article citation: early and midterm outcomes of in situ laser fenestration during thoracic endovascular aortic repair for acute and subacute aortic arch diseases and analysis of its complications. Chong li, peng xu, zhaohui hua, et al. Https://doi.org/10.1016/j.jvs.2020.01.072. Journal of vascular surgery. Volume 72, issue 5, november 2020, pages 1524-1533. It is unknown if these adverse events were related to the viabahn devices. Information was not made available.

Event description:
Patients with strokes. Physician believed that the strokes were caused by long occlusion time of common carotid artery or the arterial bypass protection was not good.

Manufacturer narrative:
Patient demographics: provided mean age was 54.9 years old and gender of article is 105 male, 43 female out of 148 patients. Patient information will reflect 55-year-old male. Patient weight info is not available.

Event description:
The following information was received through literature article ¿early and midterm outcomes of in situ laser fenestration during thoracic endovascular aortic repair for acute and subacute aortic arch diseases and analysis of its complications¿ published in journal of vascular surgery online in (B)(6) 2020. This was a review of data from january 2017 to march 2019 of patients treated with thoracic endovascular aortic repair (tevar) and in situ laser fenestration (islf) of aortic arch branches in china. A total of 148 patients presented with symptomatic and acute or subacute stanford type a aortic dissection (taad), type b aortic dissection (tbad), thoracic aortic aneurysm, or penetrating aortic ulcer for a total of 183 arch vessels. Of the total population, 58 received viabahn devices. Five patients with strokes. One recovered in ICU and discharged 2 weeks later, one was found at 6 hours postoperatively and recovered in 1 week, the rest three occurred during first year and fully recovered from cerebral ischemia with no residual sequelae.

Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Per the gore® viabahn® endoprosthesis with heparin bioactive surface instructions for use (IFU), intended use / indications, the gore® viabahn® endoprosthesis is indicated for improving blood flow in patients with symptomatic peripheral arterial disease in superficial femoral artery lesions up to 270 mm in length with reference vessel diameters ranging from 4.0 ¿ 7.5 mm. The gore® viabahn® endoprosthesis is indicated for improving blood flow in patients with symptomatic peripheral arterial disease in iliac artery lesions up to 80 mm in length with reference vessel diameters ranging from 4.0 ¿ 12 mm.